Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fibrous, cotton material was found "melted" into the bd plastipak¿ luer-lok¿ syringe before use when opening up the packaging, and the plunger was difficult to move because of it. The following information was provided by the initial reporter: "cotton fibre 'melted' into syringe. Opened packed to discover what looks like cotton fibre "melted" into syringe at the 5-8ml mark. Pushing plunger up and down unable to move it."

Manufacturer narrative:
H.6. Investigation summary one actual sample was received by our quality team for evaluation. Upon visual inspection, embedded foreign matter was observed on the wall of the syringe which looked like fiber; therefore, the incident could be verified. A device history record review found no non-conformance's associated with this issue during production of this batch. The black foreign matter was sent for the microscope fourier transform infrared spectroscopy (ftir) test to determine the foreign matter type. The ftir result shows that the spectrum of the foreign matter matches reasonably with poly(ethylene terephthalate). Poly(ethylene terephthalate) is a thermoplastic polymer resin of the polyester family. The molding process has been reviewed, no possible source of the poly(ethylene terephthalate) can be found. The 10ml ll syringe is made of a resin material. This resin material is delivered to bd tuas in a 20ft container and is then poured into a big silo by the resin supplier. The molding associates does not come into direct contact with the raw resin material at any time. The foreign matter could have been transferred from the supplier manufacturing environment during manufacturing process. A probable root cause could not be fully determined. An investigation has been asked of the supplier and an update will be provided if anything is found by that investigation. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fibrous, cotton material was found "melted" into the bd plastipak¿ luer-lok¿ syringe before use when opening up the packaging, and the plunger was difficult to move because of it. The following information was provided by the initial reporter: "cotton fibre 'melted' into syringe. Opened packed to discover what looks like cotton fibre "melted" into syringe at the 5-8ml mark. Pushing plunger up and down unable to move it."